Event description:
It was reported that the catheter had a leak and appears to have been damaged. This ekosonic endovascular device had therapy running on two catheters for this patient. At 13 hours 35 minutes into treatment, there was a leak noted on channel a (distal to the white manifold). The catheter was kinked and had a hole that appeared to have been damaged. The fluid coming out of catheter was bloody, and could not be determined if it was tpa or coolant. All therapy was discontinued on channel a, and the catheter would need to be replaced before resuming therapy. Good faith effort regarding the resolution was requested, however has not been obtained at this time. No patient complications were reported.